Manufacturer narrative:
The customer¿s non-specific report of defective tubing was confirmed to be a separation at the silicone pump segment. Visual inspection confirmed that the separation occurred between the silicone pump segment tubing and the upper fitment. The ring retainer was not received with the set but a ring retainer indentation was observed around the end of the silicone tubing where the separation occurred. No crush marks were observed on the upper or lower fitment. The root cause of the separation could not be determined.

Event description:
The customer reported defective tubing (unspecified issue) during patient use. The set was removed from the device and replaced. There was no patient harm.